Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: proposed component (annex g) code is mechanical (g04) - femur. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records and radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: lower leg swelling, unable to weight bear or ambulate, crepitus, instability and radiating pain, lateral patellar dislocation, no fractures, a left total knee arthroplasty with posterior knee dislocation and patellar dislocation also seen, osteopenia. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a left knee revision approximately 8 years post implantation due to instability, recurrent dislocations, pain, and swelling. There was both a lateral patellar dislocation and posterior dislocation of tibiofemoral joint. All components, except for the patella, were revised without complications.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-02393 0002648920-2023-00214.